Event description:
The doctor indicated that the abutment screw fractured 2 years post restoration.

Manufacturer narrative:
The component was not returned therefore the complaint could not be verified. No lot or order number was provided. The product history did not indicate any manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.